Event description:
User reported that canister cover imploded during pm of suction pump. There was no pt involvement, and no user injury. Failed unit could not be retrieved, but reporter believes it is unit originally supplied with the pump, which is three years old.

Manufacturer narrative:
Pump manufacturer's user manual contains specific caution statement regarding canister replacement, and aging.